Event description:
Additional information was received and stated that device was stored incorrectly and cable broken.

Manufacturer narrative:
Additional information was provided in sections:b.5 and h6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic systems exhibited laser indirect ophthalmoscope poor performance. Customer has unscrewed the light guide. Replace light guide and recalibrate. Patient and procedure details were not reported. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The company representative was able to replicate the reported event. The cabling for the ancillary accessory lio was replaced. However, the system itself met specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to functionally exhibit no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic systems exhibited laser indirect ophthalmoscope poor performance. Customer has unscrewed the light guide. Replace light guide and recalibrate. Patient and procedure details were not reported. No patient harm was reported. Additional information was received and stated that device was stored incorrectly and cable broken.